Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product complaint (B)(4).

Manufacturer narrative:
(B)(4). Event though there was no report of consequences to the patient, screw loosening has resulted in the need for revision surgery. As such, this report will be filed as serious injury. A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A literature article was reviewed: "patient outcomes for anterior multilevel cervical fusions: a comparative analysis of ao versus doc instrumentation". S. Craig humphreys, scott d. Hodges and jason c. Eck. Received july 6, 2000; accepted february 16, 2001. N=1: screw loosening.